Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received: although the paper file of the patient is not available anymore, according to the prescriptions the nurse assumes that the lens was implanted in 1997.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that after an intraocular lens (iol) was implanted, the patient presented with visual impairment and lens opacity. Additional information was received, indicating that the visual impairment was in the distance and near range.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, indicating that the visual impairment was in the distance and near range.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. (B)(4).

Event description:
An ophthalmologist reported that 10 years after an intraocular lens (iol) was implanted, the patient presented with visual impairment and lens opacity. Additional information has been requested.